Event description:
On (B)(6) 2014 went into the hosp to have my essure checked that it was in proper place and when they started to put some air in my groin area it hurt so bad I asked dr (B)(6) to stop the procedure. I never went back to have it checked but he told me to make an appt but it hurt so bad almost like labor! A few months later I started to get depressed, anxiety and could not sleep or eat without my stomach hurting on top and a lot of times on the left lower side by my groin. I watched what I ate all the time, but it got to the point I was in so much pain I was doubled over when I eat food, sharp pain in my upper stomach and it was hard as a rock. Nothing I ate would digest and it was very loud sounding you could hear the food for a few hours each time I ate something, and I would be in pain till I went to the bathroom after a few hours. I started to feel faint, tired, started to lose weight from (B)(6) in 3 months, 30lbs of it in 1 month I lost. I was also briefly passing out but I would not go all the way down. My husband lost his job, they could not find a reason I was so sick he had to stay with me and his company fired him for his attendance and it was all my fault for needing him with me to drive. I was so afraid I was going to die. My heart was beating out my chest so hard that it could be seen since I was so frail. I also was and am still having memory issues, so much nausea and pain that I could not stand up. I started to lose so much weight. One month I lost almost 30 pounds. I was (B)(6) when this all started and I did not stop losing weight til I was at (B)(6). Could not sleep or eat for fear I would be doubled over. My back and joints hurt all the times, and I got very tight muscles for no reason. I had an ultrasound done on my liver and they said I had a fatty liver. I had a gastric test, my sugar has been reported high ever since this started. I always feel like I am full to my neck and started to have issues swallowing my food. I started to take health shakes because I could not eat anything at all but protein seemed to not bother my stomach, so I stuck to this and soft foods like fish, eggs and mac-n-cheese only! Everything made me sick like my stomach was so big and hurt on a scale of 1-10, a 10 whenever I eat. I started to become confused with simple tasks, shaking and nausea was an every day thing. I wake up 2 hours before so I can slowly work through the pain in my stomach each day. My period is so heavy, it hurts to move for a few days during. Then started to have heart issues passing out. Dr. Did an echo that was abnormal and still feeling faint so they did more tests on my heart, treadmill test, had me on a heart monitor and this reported an issue with my heart that was abnormal and he wants to keep doing more. Said I have heart palpitations and they don't know why but never had them prior. My teeth are now starting to go bad and one broke right out of my mouth when I was eating my dinner. I went to dr. I have a vitamin d deficiency now and have to take a vitamin d 2000 daily. I have a reaction to nickel, I break out in hives and there is a rash on my neck that will not go away, it itches all the times. My ob did a test in the office to see my essure but I don't know what the results are of that and I go back in a week to discuss it. I have never found out if they are in the right place since it hurts so bad when they tried 3 months after they were put in. Ever since essure I have been having a lot of health issues including mental health concerns. The gastric dr did a scope down my neck and stomach. I went to see my obgyn and I am at high risk for (B)(6) and my dr. Thought I may have had a mild heart attack so she sent me to a cardiologist. I have not felt good since essure and no one can find any reason for me to be so sick all the times and I am very depressed and too tired after work to do anything physical. I have all my records to show everything I am writing here. I broke a tooth and several of my teeth are thinning and had to have 1 replaced in front since it broke off eating a very soft sub sandwich, and a week later another molar broke off and now I can't eat. It hurts pretty badly and the enamel is wearing thin, more have to be fixed and need two dental implants now. My teeth, bones and joints hurt all the time and my jaw is cracking so bad it hurts when I eat. I take pills for anxiety and to sleep and eat or I don't get hungry now. I take med for gerd every day or I will be nauseated all day long. I was just diagnosed with mdd, mild hcc on (B)(6) 2018. I am not getting any better. I itch all the time on my neck, stomach and chest. I have not had the device removed but I am still in a lot of pain. It has been 4 years since I had this medical device put in and it has been one thing wrong after another since I had essure implanted. I have all my medical records to show all of this.